Event description:
It was reported that the patient presented for follow up. A device interrogation revealed loss of capture exhibited by the left ventricular lead. A subsequent chest x-ray confirmed that the lead had dislodged. The patient was scheduled for replacement and the lead was explanted. The patient was stable.